Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the codemaster xl's led lights do not turn on when the electric current is connected. There is no indication of pt involvement.